Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for malignant pain and lung. It was reported that the rep stated the hcp reported the patient's alarm started sounding after a refill on 01-jul. The rep reviewed the report and it appeared that the reservoir was likely empty as it showed dashes on the report for that value. Technical services reviewed with the new software if there was also the motor stall recovery alert that alarm would need to be manually silenced. Technical services also reviewed how to silence it on the programmer. The rep was not sure if the hcp knew how to silence it manually so was not sure that alarm had now been silenced. The rep indicated she would review how to silence alarm with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that as instructed by technical services the silence alarm button was toggled on the home screen of the synchromed app and the pump was interrogated. It was reported that the cause of the pump alarming after refill was the new update in the tablet that does not automatically silence the pump alarms. The silence pump alarm button was toggled as instructed by tech services. The cause of the empty reservoir was asked but unknown. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.